Event description:
It was reported that the patient¿s blood glucose (bg) reached 350 mg/dl while wearing the pod between 4 and 24 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The download data shows that the device ran for 1240 pulses and completed boluses with no timeouts or drive stalls. No damages or defects were found with the pod that would cause a needle mechanism failure.